Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The sample was evaluated and observed that the catheter was broken on the catheter shaft. The surface was normal in appearance with the presence of typical break which results from the sharp object. The product was used for urological care. The failure was caused by the misuse of the product. A potential root cause for this failure mode could be due to operator error or machine malfunction causing the acid cuts or ply lumps. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients: (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient removed the catheter on the (B)(6) day of use. It was found that a broken piece remains in the patients body. On (B)(6) 2021 the doctor has removed the broken piece.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient removed the catheter on the 11th day of use. It was found that a broken piece remained in the patient body. On (B)(6) 2021, the doctor has removed the broken piece.